Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that she was unable to obtain a blood glucose results as her onetouch ultramini meter was testing in settings mode. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at around 5:30 or 6 p.m., on (B)(6) 2018. The patient manages her diabetes with insulin (unspecified type or dose) and she advised that in response to the alleged issue, she administered an unspecified dose of insulin. The patient stated that immediately after administering insulin, she became ¿sweaty and shaky¿; symptoms she associated with a low blood glucose excursion and that her daughter instantly treated her with a teaspoon of sugar. The patient denied testing her blood glucose on another device. At the time of troubleshooting, the csr established that the product was not being used for the first time. The csr educated the patient on the correct testing procedure and walked through resolving the issue; however, the alleged issue remained unresolved. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after administering insulin in response to the alleged issue.